Event description:
The customer alleged they smelled smoke coming from the ventilator. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. During an unrelated service for upgrades it was noted that the audible alarm did not function. Upon further evaluation of the ventilator, it was noted that the diode on the mother board "pcb" was shorted/open. The mother board "pcb" is to be replaced to correct the root cause of the smoke and the no audible alarm problem. The unit passed extended self-testing, it is not verified that smoke ever came from the ventilator, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.